Event description:
Patient reported that pump's on button was sticking, requiring harder and multiple pushes for activation. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.